Event description:
It was reported that during a lap cholecystectomy procedure, the device did not hold the initial clip in the jaws. Pulled a like device to complete the case. No patient consequence.